Manufacturer narrative:
H11: the device and a video were received for evaluation. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. A review of the video showed a leak through a closed twist clamp possibly due to a broken occluder foot. Although review of the video showed a transfer set with a fluid flow, the returned sample met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for approximately one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.